Manufacturer narrative:
Additional information: during withdrawal of the hawkone moderate resistance was encountered as a result the tip of the device detached at the hinge pin inside the sheath, the tip remained in the sheath as the sheath was removed over existing wire with no issues identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the customer provided a cine image of the vessel. A guidewire and areas of the reported calcified lesion were identified within the vessel with the inserted guidewire. No other devices could be conclusively identified from the cine. Product analysis: the hawkone was returned connected to a cutter driver. No other ancillary devices were included. The hawkone was removed from the packaging and inspected. It was observed the distal assembly was fractured apart. A radial fracture was observed between the anchor pockets and proximal end of the coiled segment of the housing. The proximal end of the separation showed a straight radial fracture. The cutter positioned approximately 0.5cm distal the cutter window. The length of the distal segment was approximately 6.5cm. Approximately 0.7 cm of the coiled platinum iridium was stretched proximally outside the tecothane. The proximal end of the tecothane showed a smooth edge where it detached from the cutter window housing. Biological debris was observed within the housing ID. No damage to the guidewire tubing was observed. A piece of green debris, likely from the guidewire jacket or ID of the sheath was noted between the rotating tip and the housing guidewire lumen. A 0.014" guidewire from the lab was front loaded both guidewire lumens of the distal assembly. No tears to the tubing was noted as the distal assembly was arched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone for treatment of a 100mm severely calcified lesion with 90% stenosis in the left mid/proximal common femoral and superficial femoral artery (sfa). Moderate tortuosity was reported and the artery diameter was 6mm. A 6fr non-medtronic sheath and a non-medtronic 0.14 x 300 guidewire was used in the procedure. The IFU was followed. Initial placement of the contra lateral sheath was difficult. The sheath was not advanced fully and was therefore placed at the common iliac/external iliac position. The vessel was predilated with a non-medtronic 2x80 balloon at 14atm for 90secs. The physician attempted to advance the 035 non-medtronic support catheter to advance wire unsuccessfully. Pre-dilatation of the non-medtronic 018 5x100 balloon was completed at 6atm for 90secs. The hawk was advanced for 8 passes in common femoral artery and 4 passes in the mid sfa. Resistance was encountered during withdraw into the sheath. The device was re advanced, rotated, withdrawn with resistance and then immediately released as it was drawn over the aorta bifurcation. It was reported that the during withdrawal moderate resistance encountered and the tip of the device detached at the hinge pin and during removal of the sheath the physician noted that the detached tip was observed within the sheath. The device was not removed intact but the tip of the device was removed without difficulty. A new sheath was advanced over the existing wire and a stent was placed and post dilated without difficulty. No patient injury was reported.